Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was returned to the biomedical department with an unsigned not that stated, "did not detect air-in-line." No tracking info was provided; therefore, specific pt info, or event details were not available. The customer contact did report that at an unspecified time, the pump was programmed to deliver an unspecified concentration of ertapenem in 100ml at a rate of 200ml/hr. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, the customer contact declined to provide additional info, including pt outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).